Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. It was noted the patient was experiencing contractions in their stomach. It was reported the patient was in the pool, twirling their grandchild around, when the contractions started on (B)(6) 2014. It was noted the patient did not have their programmer to adjust stimulation. It was reported the patient could turn stimulation off with their recharger, but the pain would return. It was reported the patient¿s stimulator was moved to the abdomen and it hurt. It was noted there was no complaint.